Manufacturer narrative:
As reported by sales rep a 4x200mm 150cm saber percutaneous transluminal angioplasty (pta) balloon had a leak in the balloon discovered during the prep. The procedure was successfully completed using another saber. There was no reported patient injury. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty encountered flushing the device. There was no difficulty encountered connecting the hub to the indeflator device. The contrast media used was iso 300 and 50:50 contrast to saline ratio with an encore indeflator/syringe. The same indeflator was successfully used with multiple other devices. The device was not returned for analysis. A device history record (DHR) review of lot 17583523 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during negative prep¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, procedural factors and concomitant device factors may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
(B)(4). This device is available for analysis but has not yet been received.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by sales rep a 4mm20cm 150 saber pta balloon had a leak in the balloon discovered during the prep. The balloon was not used in a patient and was retained to be sent back for evaluation. There was no reported patient injury. The procedure was successfully completed using another saber. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty encountered flushing the device. There was no difficulty encountered connecting the hub to the indeflator device. The contrast media used was iso 300 and 50:50 contrast to saline ratio with an encore indeflator/syringe. The same indeflator was successfully used with multiple other devices.